Event description:
It was reported that during an unknown procedure, the surgeon had used this clip applier for a number of years but found that it cut the vessels rather than occluding them. Procedure prolonged 60 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Requested the following information on 3/12/2010, 3/24/2010 and 3/29/2010, but no response has been received.